Event description:
During a routine follow-up, the physician observed lead noise. The user facility then contacted a st. Jude medical field representative to verify the noise. The noise was confirmed and the lead was explanted.